Manufacturer narrative:
The field service representative (fsr) replaced the roller pump. The unit operated to the manufacturer's specifications. Per the perfusionist, the issue occurred about two hours into cpb. The suspect device was returned to the manufacturer for further evaluation.

Event description:
It was reported that during use of the device for cardiopulmonary bypass (cpb), the arterial roller pump stopped and the display had lines throughout it. The power cable was checked and found to be fine. As mitigation, the pump was controlled through the central control monitor (ccm) for the remainder of the case. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) ran the roller pump for 24 hours and did not observe the pump to stop or show lines in the display. All internal electrical contacts were good and secured. The unit functioned as expected. Per data log analysis, on 22mar2022 the roller pump was used as an arterial pump. At 10:04:23 am the pump speed was set to 5.07 liter per minute (l/min). At 10:18:24 the arterial pump stopped without an indication of why. The log looked the same as it would if the start/stop button was pressed on the local pump interface. The pump was started again at 10:18:40 and ran up to 5.27 l/min. The pump was ran at various speeds until the perfusion screen was exited at 10:59:35 am. The log confirmed the arterial pump stopped, but did not indicate why.

Manufacturer narrative:
Updated block: b5 the service repair technician replaced the display. The unit operated to the manufacturer's specification.

Event description:
Per clinical review: on (B)(6) 2022, the team experienced a problem with their heart lung machine (hlm) while on cardiopulmonary bypass, whereby the six inch arterial roller pump stopped and the display had lines throughout. The perfusionist was able to finish the case using the central control monitor (ccm) for control. There was no delay, no blood loss, and the case was completed successfully. From the complaint description, the unit was not actually changed out, as they were able to control the pump from the ccm.

Manufacturer narrative:
Updated block:h6 the reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.